Event description:
Customer called to report a hospitalization due to high blood glucose. Customer's current blood glucose reading is 308 mg/dl. The blood glucose reading at the time of the event was over 600 mg/dl. Customer was vomiting. Diagnosed diabetic ketoacidosis. Customer was treated with insulin drip and manual injections. During troubleshooting, manual prime correct, insulin exited the tubing. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.